Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) was experiencing urinary incontinence again, leading to a surgical intervention. The entire device was removed and replaced, the new cuff was relocated. No additional patient complications were reported.